Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was found through the implant sheets received from the sales rep that there was a revision of a left hip due to unknown reasons.the gap cup was broken.

Manufacturer narrative:
An event regarding fracture involving a restoration gap cup was reported. The event was not confirmed. The device was not returned for evaluation. Medical records were not provided for review. Device history review. The device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review. There have been no other events for the reported lot. The exact cause of the event could not be determined. No further investigation for this event is possible at this time.

Event description:
It was found through the implant sheets received from the sales rep that there was a revision of a left hip due to unknown reasons. The gap cup was broken.